Event description:
Facility staff were performing routine equipment testing. Reportedly, when the defibrillator was charged and discharged energy to the internal test load, the monitor inappropriately displayed a flatline trace, simultaneous with illumination of the monitor service indicator. It was also observed that smoke was emanating from the equipment subsequent to this discharge.